Event description:
Customer alleged while trying to install new batteries while wearing gloves, he was being shocked and blowing fuses. Customer also stated that as soon as he hooks up harness, he is getting shocked but also allegedly seen arcing from the batteries. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that while he was attempting to install new batteries in the consumers tdxsp-cg power chair he was blowing fuses and had the potential for being shocked. The dealer was wearing gloves while working with the batteries so he was not actually shocked but he alleges that he was seeing the arcing from the batteries. The batteries were being wired away from the chair on the floor and as soon as the harness was hooked up the dealer alleges seeing the arcing. Invacare went through the proper battery install diagram with the dealer but the dealer stated that he is going to wait for the sales representative to come and fix it. The sales rep. Assisted the dealer with the battery connectors. No injury.